Event description:
It was reported that upon device interrogation while still in the box, electrical reset was noted. The device was not used. The device condition was identified prior to any patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: the device was returned while still in the box. Review of the save-to-disk data found at least 127 pors (power on resets) had occurred, confirming the reported field experience. Upon further analysis, the device function was normal, and no failures were observed. Since the por condition could not be reproduced, analysis was concluded.